Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes . D.10. Returned to manufacturer on: 7/7/2021. H.6. Investigation: two photos and sixteen samples were received by our quality team for evaluation. The first photo shows a sample from a different batch number, 9177341, with a torn package. The second photo shows a sample from the reported batch with a torn package and open sealing. The samples were subjected to visual inspection and ten of the samples were observed with an open seal, eight samples with a damaged package inclusive of the open seal, and five of the samples were observed with tear damage at the side of the package. A device history record review found no non-conformances associated with this issue during production of this batch. The opened seal is likely due to the damaged gasket which resulted from poor forming of the blister pocket. When the assembled needle did not sit properly in the partially formed blister, the sealing die was not able to fully close and the gasket was damaged. This resulted in poor / open sealing and some samples with damaged package close to the sealing area. It is also likely that due to the improper sealing, the perforation knife was unable to create clear perforation interval cuts on the unit package resulting in poor perforation which eventually caused tear damage at the side of the package during tearing. Containment was also not performed and recorded by the production technician in the machine history tracking form. CAPA#3378889 has been initiated to address this issue.

Event description:
It was reported that 16 needle 23g 1in tw packaging units were damaged. The following information was provided by the initial reporter: "the paper part of the packaging is damaged."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 16 needle 23g 1in tw packaging units were damaged. The following information was provided by the initial reporter: "the paper part of the packaging is damaged."